Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to patient tissue. The surgeon removed the device from the tissue by hand, resulting in some torn tissue.

Manufacturer narrative:
(B)(4) one used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. Functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The jaws did not stick to or lock onto the tissue, and the device reopened without difficulty after sealing. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.